Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery. Her active insulin would increase but not enough insulin was given. The customer¿s blood glucose level was 303 mg/dl. Troubleshooting was performed. The customer performed a 5.0 unit fixed prime. The customer stated that the insulin did not exit and the insulin pump alarmed a no delivery. The customer was advised to rewind the insulin pump, reinsert the reservoir, and run a manual prime. The customer reported that the insulin pump alarmed a no delivery during manual prime. They were explained that the alarm may have been caused by an infusion set and reservoir occlusion. The customer was advised to call back if she continues to have issues. The product will not be returned for analysis.